Event description:
Affiliate reported that the doctor could not remove the device from the bone after perforating the patient's bone. When the doctor removed the device, the device disassembled and the tip of the device remained in the patient's bone. The tip of the device was removed eventually and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.